Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter, smart device, and receiver. No additional patient or event information is available. Data was received, but is unrelated to the reported issue. The complaint confirmation of a loss of connection could not be determined. No product was provided for evaluation. A root cause could not be determined.